Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received multiple continuous glucose monitor (cgm) error 42. Additionally, the battery was depleting quickly which resulted in the pump shutting down. Customer's blood glucose level was 400 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.